Manufacturer narrative:
Boston scientific post market quality assurance laboratory testing could not confirm the dislodgment that had occurred. This investigation is now considered closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had become dislodged. The implanting physician made the decision to switch to another lv lead due to patient's anatomy. The acute lead was implanted successfully. Beyond the early surgical intervention, there were no reported adverse patient effects.